Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 420 mg/dl. The customer stated that they were treated with bolus. They troubleshooting for high blood glucose was not performed. It was unknown if auto mode was active during the reported event. They also reported that they received cannot find sensor signal alert and sensor signal not found alert. The device will not be returned for analysis.